Manufacturer narrative:
Additional device product codes: kwp, mni, osh, nkb. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed as the image provided shows loose screws. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, there was a post-operative disconnection with a failure at screw, rod interface at distal end of scoliosis correcting segmental pedical screw construct. The surgeon suspects that a certain amount of medial or lateral force from the rod on the tulip head splays head enough to allow slippage. There is no apparent malfunction with the rod. The patient is currently characterized as an asymptomatic hardware failure. No further information provided. Concomitant device reported: rod (part# unknown, lot# unknown, quantity 2); single-inner setscrew (part # 179702000, lot # unknown, quantity 1); screw (part # unknown, lot # unknown, quantity 4). This report is for one (1) exp ti uni screw 6mm x 50mm. This is report 1 of 2 for (B)(4).